Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, "the proglide did not work properly to close the artery". A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that prior to a mitral valvuloplasty procedure, suture placement was attempted in the calcified common femoral artery with a proglide device, using the preclose technique, via a 6f sheath. Reportedly, a proglide suture break occurred. The sutures of two proglide devices were successfully placed in pre-close technique prior to the valvuloplasty procedure. The procedure was completed and hemostasis was achieved with the two successfully pre-placed proglide sutures. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.